Event description:
It was reported that the patient expired. The cause of death was unknown; "possible infection in bloodstream". The death was not device related, per the reporter. A follow-up report will be sent if additional information becomes available to us.